Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that despite using multiple cables and power sources, the pump was unable to be charged. Reportedly, the customer reverted to alternate therapy for diabetes management. There was no reported adverse impact to customer's blood glucose level.